Manufacturer narrative:
Batch review performed on 11 may 2021: lot 140345: (B)(4) items manufactured and released on 03-apr-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017. Additional implant involved: gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot. 160017. Batch review performed on 11 may 2021: lot 160017: (B)(4) items manufactured and released on 10-mar-2016. Expiration date: 2021-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The patient came in for a post-op appointment and it was observed that the tibial insert screw had disengaged and ended up inside of the tissue. It was also observed that the tibial insert screw had caused damage to the unresurfaced patella. 4 years and 6 months after primary the surgeon revised the liner, tibial tray and added an extension stem and patella. The surgery was completed successfully. When the surgeon operated on the patient, it was observed that the tibial tray was also loose, so the surgeon revised it. A torque limiting screwdriver was not used during the primary.